Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site when he leaned back against it. Subsequently, the patient underwent surgical intervention where the ipg pocket site was relocated from the mid low back area down to the left buttock area. The reported issue is now resolved.